Event description:
Customer states the use by date on the comfort curve test strip vial label is 10/31/2008; manufacturer's batch record confirmed the actual use by date to be 06/30/2008. The strip vial is erroneously labeled, possibly allowing customer to test beyond actual expiration date. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.